Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse replaced the sample reagent wash pump (srwp), which was stuck. The fse also cleaned the vacuum nozzle, proactively replaced the reagent probe 1 and 2 pumps (rpp1 & rpp2), and ran qc material. The fse concluded that the discordant gluh_c results were due to the srwp being stuck. The qc results are in range. The instrument is performing according to specifications. No further evaluation of the system is required.

Event description:
Discordant high gluh_c (glucose hexokinase_3, concentrated reagents) results were obtained with six (6) patient samples on an advia 1800 analyzer. The discordant elevated results were reported to the physicians, who questioned the results. The samples were retested on an alternate system, and the repeat results were within normal levels. Corrected results were reported to the physicians. Patient treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant glucose hexokinase results.